Manufacturer narrative:
Additional attempts to obtain patient demographics were made however, information has not been provided. Expiration date: unknown, as the lot number of the device was not provided. A complete UDI # is unknown as product lot number was not provided. A partial number has been provided device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The patient interface was not available for return: therefore, a failure analysis of the compliant device cannot be completed. Device history record, complaint trending, and risk documentation for this device could be not be performed as the lot number was unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using a patient interface. The side cut could not be completed due to the suction break. No patient injury and/or complications were reported.